Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Add'l info from importer report: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: cystocele, stage iii procedure (s) performed: anterior repair with mesh interpositional graft, cystoscopy postoperative complications: outcome attributed to the device includes, severe bladder prolapse, painful sexual intercourse, stress urgency and leakage, uncontrolled and frequent urination, bowel obstruction, bowel perforation, chronic constipation, pelvic tumors or fibroids, recurrent or chronic vaginal or bladder infections, recurrent vaginal pain, urinary incontinence, uterine prolapse, vaginal vault prolapse